Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted lead sc-2316-70 (sn (B)(4)) and lead splitter were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket and lead revision wherein the lead and lead splitter were replaced as they were cut due to the amount of scar tissue that had built up around the lead and lead splitter site. The patient was reportedly doing well postoperatively.